Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using proglide devices with a 6f sheath after a superficial femoral artery chronic total occlusion procedure was aborted. Reportedly, all steps were performed according to the instructions for use (IFU) at the time of knot locking, the knot did not achieve hemostasis. A second device was attempted at 10 o¿clock position, the knot was locked but heavy bleeding continued. A 10f sheath was put in place to help stop the bleeding, also manual pressure was applied. It was confirmed, hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.